Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the cause of the return of symptoms after their cancer surgery was no determined. They reported that what likely caused or contributed to the issue was that they had found that the device needed occasional adjustments. They reported that steps taken to resolve the issue included they reset the unit. They reported the issue had been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was "dripping" and they wanted to reset their therapy settings. The patient stated they were fine during their cancer surgery and they told the surgeon how to turn their therapy on or off, but they weren't sure if their therapy was turned on. The patient then added that they were happy with their last setting before their return of symptoms and that they drank a lot of water. When asked for an event date, the patient stated the issue started about a month ago, probably in july, or maybe even longer, about six weeks ago. The patient also mentioned they hadn't seen their healthcare provider (hcp) for a while and they forgot how to use their external devices. General therapy information was reviewed with the patient, and they were guided through connecting to their ins. The patient was able to increase their stimulation to a comfortable level and they confirmed feeling a faint flutter in their bike seat area. The patient would maintain stimulation and would continue to monitor symptoms. The patient was redirected to their hcp if the issue persisted.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.